Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. Laboratory testing was unable to reproduce the reported clinical observations of increased shock impedances.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded an elevated shock impedance of 79 ohms, exhibited by this patient's transvenous defibrillation lead. It was noted that the pacing impedance had gone down, and then leveled out. The patient reported feeling a 'vibration' in their chest and questioned if this could have been from the device. A technical services (ts) consultant suggested performing a high energy shock to test the integrity of the lead system. Ts also discussed that our devices do not vibrate. The local area sales representative was contacted for additional information at that time, but was unable to provide additional detail. Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis. Routine initial device testing indicated that detailed analysis was required.